Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patient information and orders were not crossing over, users were unable to log in to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, patient information and orders were not crossing over, users were unable to log in to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the patient and orders were not crossing over. The technical support specialist (tss) identified that the structured query language services on the application server was down and could not be restarted and also other servers were inaccessible with rdp failure and account lockout errors. The care fusion coordination engine messages were delayed and services failed to start. Tss obtained the customer approval and the restarted the application and database servers, but the issue remained unresolved. Tss then connected with the hospital information technology for hard reboot and account unlock. The account was unlocked and login was successful. Tss restarted the services and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.